Manufacturer narrative:
It was reported that the patient was prescribed a steroid antibiotic ointment for daily use. This report is submitted on 15 july 2020.

Manufacturer narrative:
This report is submitted on june 23 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to extrusion of the receiver stimulator unit. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 19 august 2020. Attachment: [174711-device analysis report.pdf].